Manufacturer narrative:
Updated data b5 b7 continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the first valve implant, the severity of the paravalvular leak (pvl) was severe. After the second valve was implanted, the paravalvular leak (pvl) reduced to mild the severity of the mitral regurgitation was mild. Per the physician, the cause of death was bleeding but the source of bleeding was unknown. It was unknown when the bleeding occurred. It was reported that the patient had an existing dissection along the transfemoral approach. It was unknown if the first delivery catheter system (dcs) or second dcs caused or contributed to the bleeding. Per the physician, the first and second valves did not cause or contribute to the bleeding.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected, prepped, and a pre-implant balloon aortic valvuloplasty (bav) was not performed. The first deployment was at a suitable depth at 80% with the inflow of the valve 4 millimeter's (mm) below the native annulus. Subsequently, the valve appeared constrained and severe central aortic regurgitation and paravalvular leak (pvl) were observed. The valve was deployed. Cardiopulmonary resuscitation (CPR) was performed to maintain the patient's blood pressure while a 23 mm non-medtronic balloon was prepared. CPR was paused momentarily while the bav was performed. The bav expanded the valve, but the valve subsequently dislodged into the ventricle. The inflow of the valve was at a depth of 10 mm below the aortic annulus. Severe aortic regurgitation persisted, so CPR continued, and a second valve was prepped and deployed 10 mm above the initial valve's final position approximately 15 minutes later. The aortic regurgitation resolved; however, the patient required CPR and intermittently developed ventricular fibrillation, requiring defibrillation. The patient's ventricular function slowly returned, and the patient was put on cardiopulmonary bypass. The patient was on bypass for approximately 45 minutes. The patient was taken to the intensive care unit (ICU) with normal heart function. Mild aortic regurgitation and mitral regurgitation remained. Approximately 4 hours later, the patient became hypotensive and was too unstable to transport for imaging. Compressions were performed and a ventricular demand pacemaker (vvi) was placed. Pulseless electrical activity (pea) subsequently occurred, and the patient died. The cause of death was not provided; however, there appeared to have been bleeding. Per the physician, the implant depth and the patient¿s calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves. Product ID: l-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.